Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s high blood glucose value was 400 mg/dl. Customer stated that the insulin pump had a no delivery occurred during bolus but later the insulin was exited. Customer stated that the cannula was bent and the customer don't want to do any troubleshooting. The insulin pump will not return for the analysis. The infusion set will not return for the analysis.